Manufacturer narrative:
During inspection and testing, service found the adhesive on the forceps cover was peeling and the probe coating was cut. A review of the device history record found no deviations that could have caused or contributed to the peeling adhesive and cut probe coating. It has been over ten years since the subject device was manufactured. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the peeling adhesive and cut probe coating may have been caused by the same factors as the other damages; however, it could not be determined if the damages are attributed to stress or handling of the device, or some other factors. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. The reported issue (leak) was confirmed. The probe unit was loose and leaking. In addition, there was a crack on the adhesive on the bending section cover. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device failed the leak test during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the forceps cover was peeling and the probe coating was cut. This report is being submitted for the malfunction found during evaluation (peeling adhesive and cut coating). There was no effect on a patient due to the event.